Event description:
It was reported that this pacemaker exhibited noise along with oversensing. This resulted in pacing inhibition of greater than two seconds. This patient is rv pacing dependent. Technical services (ts) analyzed device episode data and provided troubleshooting options including x-ray and lead possible replacement. No additional adverse patient effects were reported. Currently, this device remains in service.